Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Review of the operative notes confirms that the patient underwent left total hip replacement due to osteoarthritis. It was noted that the trials gave excellent stability. The trials were removed and final components were implanted which also gave excellent stability. No complications were noted. Review of the consultation notes states that the patient was opening a car door and went to turn around and felt a pop in her leg. The patient had immediate pain and inability to bear weight. Initial physical examination noted that the patient's left lower extremity was stuck in external rotation. It was also noted in the notes that the radiographs showed that the patient had a left anterior hip dislocation and the patient had no other noted fractures or change in positioning of hip components. It was also noted that the patient underwent closed reduction and the patient was to be feeling significantly better after the procedure. Adherence to rehabilitation protocol is unknown. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
(B)(4). Other device used: catalog #00877503201, biolox delta head, lot #2591037 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient's hip dislocated after twisting. A closed reduction was performed.